Manufacturer narrative:
The t:slim pump user guide indicates that the cartridge needs to be filled with at least 95 units to ensure there is sufficient insulin available for delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the contact filled a new cartridge with about 80 units of insulin, and received a valid minimum fill message. The customer's blood glucose (bg) level was 333 mg/dl. The customer confirmed a bolus would be delivered to address bg level. During troubleshooting, the contact added an additional 50 units of insulin to the current cartridge, and received another minimum fill message. Then, the contact loaded a new cartridge with 120 units of room temperature insulin and was able to complete the load process successfully and received an accurate fill estimate.